Manufacturer narrative:
(B)(4). The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the black introducer sheath of the neff percutaneous access set frayed. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested from the customer, but none has yet been provided. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
A review of the complaint history, device history record, drawings, manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. However, a documentation evaluation was performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record for (lot number 8226368) did not reveal any non-conformances that were related to the reported failure. Additionally, a review of our complaint management system indicated this to be the only failure on this specified lot number. It is important to note that (B)(4) was an additional complaint called in by the same user facility with the same failure mode and event description. However, no information was available regarding the dates of occurrences or patient demographics, and therefore it cannot be determined if these events are related. Based on the available information, a definitive cause of this event cannot be determined or reported at this time, and the root cause will be labeled as ¿inconclusive¿. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified, and monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.